Event description:
It was reported that during a meniscal refixation after triggering t1, t2 could not be triggered and the seam could not be knotted. Both implants were removed with the help of a punch. The procedure was completed with a backup device and no significant delay or patient complications were reported.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device carton was returned, but not the physical device. The carton confirms the batch number and product number of the device. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy after triggering t1, t2 could not be triggered and the seam could not be knotted. Both implants were removed with the help of a punch. The procedure was completed with a backup device and no significant delay or patient complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.